Event description:
Second or third degree pad burn. No pad temp warning. Burn was in the middle of the pad, with a red circle around the outside and the center was black and hard. It looked like an electrical burn. The pt was diabetic. The skin came off with the pads. No temp pad warning. The generator did read "bad device, remove device from pt." The temperatures on the generator never got above 40 degrees. They maintained temp at 38-39. Four ablations at 7cm.